Event description:
Resident was being lifted off the bed to be transferred. During this lifting time, the clip broke on the lift seat. The resident was immediately lowered back onto the bed and the seat was removed. No injuries were reported.